Event description:
It was reported to philips that the ECG measurement panel is damaged. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse), evaluated the device. And found the ECG measurement panel had worn connectors. The measurement panel needed replacement. Upon conclusion of the evaluation. It was determined, that the measurement panel requires replacement. It was replaced. The device passed testing and was put back into service.